Manufacturer narrative:
Added g3/g4, h1/h2, h6, & h7. Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 2017233-2025-06958 was submitted in error and is hereby retracted. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device."

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. H6, the device was discarded at the facility, therefore, a device evaluation could not be performed. Preliminary results are not available yet. Further communication with the field to reach final conclusions. D10, for concomitant medical products: gore® tag® thoracic branch endoprosthesis (side branch component) has a heparin coated device: cbas®heparin surface. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025, the patient underwent a thoracic aneurysm repair with gore® tag® thoracic branch endoprosthesis devices. The procedure was planned with a gore® tag® thoracic branch endoprosthesis aortic component (tac) device and a gore® tag® thoracic branch endoprosthesis side branch component (tsb). During the procedure, the tip of tsb device didn't advance into the left subclavian artery (lsa) by using a through and through wire. The physician had tried to go through the portal of the tac device and could not be fully advanced into the lsa and found that the leading end was kinked. Reportedly, the tip has got damaged due to unknown reasons during advancement into the tac portal, while no resistance was felt at the moment of advancement. Reportedly, it was impossible to get a full access into the lsa by pushing the tsb delivery catheter¿s leading end through the portal. It was observed then that the tsb leading end (olive) had stuck at the exit hole of the portal itself. The physician was checking the leading end and was found to be kinked, or not fully straight at the leading end. However, the tsb device was removed in its undeployed state from the patient without issues. The physician used another tsb device to finally implant the side branch component into the lsa. Additionally, the angle of the lsa to the thoracic aorta was measured at 10°. The procedure was completed successfully. The patient tolerated the procedure.